Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000529, serial/lot #: -, ubd: , UDI#: h3: a medtronic representative went to the site to test the equipment. Testing revealed that no failures were found. The imaging system then passed the system checkout and was found to be fully functional. H6: fdm b01, fdr c19, fdc d14 are applicable to the system checkout. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a spinal instrumentation for scoliosis correction procedure. It was reported that the radiologic technologists (rt) were having issues with buttons on the pendants not responding when being pressed. The physician estimated that the delay added two additional hours onto the procedure. An additional image had to be taken. The procedure was still able to be completed despite the reported incident. Modifications to the surgical technique were made due to the inability to navigate the second half of the procedure. It was unclear if this would have impact to the patient going forward.